Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was diagnosed with disc herniation and cervical spondylosis at c5-6 and c6-7 with foraminal stenosis primarily on the left c5-6 level. The patient was initially managed conservatively but with no resolution of the symptoms. The patient underwent an anterior cervical discectomy and fusion from c5-c7 using rhbmp-2/acs. The patient did well for approximately 6 months to a year, and then began developing pain and numbness. Fusion did not occur at c6-c7, and the patient underwent another surgical procedure two and a half years post-op due to pseudoarthrosis of the previous fusion. The surgeon extended the fusion up to c4 to c7.